Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 1145 mcg/day via an implanted pump for an unknown indication for use. It was reported that the patient was admitted on (B)(6) 2023 with symptoms of withdrawal and what appeared to be a fluid filled pump pocket site. There were no known environmental, external, or patient factors that may have caused or contributed to this event. It was further reported that the pump was interrogated and logs were read and everything was normal. No alarms were noted. The pump and proximal portion of the catheter were removed, the catheter was tied off, and the whole system was replaced. Upon removal of the catheter, it was noted that there was a shear on the catheter at the pump connection segment. It was noted that there was no fluid in the pump pocket, it was adipose. No other tests or procedures were done to determine if there was actually a leak or issue with catheter integrity. Hcp stated that they wanted to replace everything to be sure. This issue was resolved at the time of the report and the patient's status was "alive- no injury". The patient's weight was asked but will not be made available for this report. The patient's medical history consists of cerebral palsy.

Manufacturer narrative:
Concomitant medical product: product ID 8780 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 24-may-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.